Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of a leak in the tubing and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had leak in tubing further described as the cassette tubing, which had a fine spray coming out of it. The nurse stated that the patient had pets, cat and dog, so they could have gotten into it but was not sure what had caused the leak. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the leak in the tubing. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with ceftazidime ip and cefazolin ip. On an unreported date, the patient was retrained that the pets need to stay away from the equipment. The patient is recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This condition was not confirmed and the assignable cause could not be determined, as the disposable set was not returned to baxter. Also, the user did not describe any types of use errors or other issues that might have caused the leak. A batch review could not be completed, as the lot number was not provided.